Event description:
It was reported that the pt was in for her refill and the drug concentration was increased from 500 mcg/ml to 2000 mcg/ml, but no bridge bolus was performed. The error was noted 15 hours after the refill procedure. No pt symptoms, treatment, or outcome was reported. The pt's pump contained lioresal. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.

Manufacturer narrative:
.